Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked into a bag that contained the device. The customer reported that the leak was due to the administration tubing being separated from the housing. The device had been filed with sodium chloride and 90mg pamidronate. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: april 17, 2017 ¿ april 18, 2017. One actual intermate unit was received for sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection via the naked eye noted a leak inside the bag that contains the unit. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the junction of the stress member near the fill port. The reported issue was verified. The cause of the broken tubing could not be determined during the sample analysis. Should additional relevant information become available, a supplemental report will be submitted.